Event description:
It was reported that the customer did not have the correct wound drain packaging. The wound drains they used were in a biohazard bag. Per follow up via email on 31mar2025, the patient that the incident report was filed on had to return to surgery for a hematoma evacuation because the drain did not work as it should have. Hematoma evacuation medical intervention required.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer did not have the correct wound drain packaging. The wound drains they used were in a biohazard bag.